Event description:
It was reported that when using a preloaded monofocal intraocular lens (iol), it was more difficult than usual to get the iol out of the device. The customer did finally succeed in releasing the lens from the device, into the patient's eye. The customer observed there may have been a scratch on the iol. The lens remains implanted. The patient is being monitored. There was no material available for investigation. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.